Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an internal fixation procedure, on an unknown date. Subsequently, patient underwent a plate removal procedure on (B)(6) 2015 due to irritation. During the procedure, the surgeon was unable to remove several distal screws that were cold welded to the plate. This caused an hour delay in the procedure and the plate was left implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following section could not be completed with the limited information provided. Date implanted - approximately five years ago.